Manufacturer narrative:
(B)(4). Date of event is 2019. Event day and event month were not provided. Investigation summary: the defect described by the customer was unable to be identified. A different defect was identified and repaired using the measures listed in the "proof of repair". / external physical damages (probably from dropping) / 24-hour continuous test completed / functional test performed / ventilator assembly defective: replaced / electrical safety test acc. To iec (B)(4) completed / by built-in-test (bite) indicated fault codes analysed / defective material exchanged / display pcb replaced / functional test acc. To test procedure completed / missing material renewed / upgrade of ees-generator g11 "software" acc. To sb 17-003 performed / trim damping missing / defective - renewed / mechanically damaged bezel assembly ito renewed / earth connection loose - the fixing nut for earth ground wire has been tightened / cause code: facility-related issue the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during the usage of gen11, it stopped working. Another gen11 was used to complete the procedure. No patient consequences were reported.